Event description:
It was reported that few days after the implant the left ventricular(lv) lead pulled back and the threshold went from 1v to max output with no capture. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : no anomalies found, full lead was returned. Blood/body fluid was also noted on all conductors.